Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified a build-up of blood inside the balloon. Initial attempts to inflate the balloon failed. This failure to inflate is consistent with the solidified blood inside the balloon. As a result the device was immersed in a water bath at 37 degrees celsius. Another attempt to inflate the balloon identified a pinhole leak over the distal markerband. A visual and microscopic examination found no damage to the distal markerband which could have contributed to the complaint incident. A visual and tactile examination found that the shaft was kinked at various locations along its length. These kinks are consistent with excessive force having been applied to the shaft. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 12.0 x40, 75cm gladiator¿ balloon catheter was advanced for dilatation. However upon the initial inflation prior to reaching the rated burst pressure (rbp), the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 12.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However upon the initial inflation prior to reaching the rated burst pressure (rbp), the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.